Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the fifth clip locked on the cystic duct. After removing the device, the surgeon sutured the cystic duct and the repair was complete. The surgeon placed a drain in and planned follow up with the pt. No further pt consequence was reported.

Manufacturer narrative:
Info anticipation, but unavailable at this time.